Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with recurrent disk herniation, l5-s1, with bilateral radiculopathy. The patient underwent the following procedures: extensive gill-type segmental decompression, l5-s1, with bilateral laminectomy, facetectomy, and foraminotomies for decompression of the l5 and s1 nerve roots, re-operation. L5-s1 inter-body arthrodesis. #. Implantation of biomechanical inter-vertebral cage, l5-s1 inter-space. Posterior non-segmental fixation, l5-s1 segment. Intra-operative intrathecal injection of morphine for peri-operative pain management. Use of intra-operative fluoroscopy in two planes for placement of intervertebral cages and posterior fixation device. As per-op notes, "..8*22 mm biomechanical cages were packed with rhbmp-2 bone morphogenic protein and morsellized bone harvested from the decompression and then impacted into the left and right sides of the inter-vertebral disk space at l5-s1. Intra-operative fluoroscopy confirmed the appropriate positioning of the inter-vertebral cages.." No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.